Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2014, the patient experienced a hernia. The initial reporter declined to provide additional information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. On an unknown date in the same month as the onset, the patient was hospitalized for the event. On an unknown date in the same month as the onset, the patient had a hernia repair procedure. Dianeal therapies were ongoing. On an unknown date in the same month as the onset, the patient was discharged from the hospital. The patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.